Manufacturer narrative:
Follow-up #1: date of submission 04-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. The pump was unable to power up and was completely unresponsive. The reported ¿power¿ complaint was duplicated. The pump cover was removed and no further moisture corrosion or any intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.